Event description:
Flow rate too fast. Pump infused in 32-35 hours instead of 48 hours. Fill volume 96ml.

Manufacturer narrative:
Evaluation summary: the sample was received for eval and investigation. The info contained herein is based on the info provided by the initial reporter and the eval of the sample. The sample submitted was filled with normal saline solution to the nominal fill volume of 100ml and a flow rate test was performed. The flow rate was within specification. Info on the times of infusion, and pt condition was requested, but not provided. Retain samples from lot 7a2613 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 100ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.